Event description:
It was reported that there was a no cross and stent dislodgement during stent placement. An express ld vascular stent balloon expandable was selected for use in this endovascular therapy procedure. During the procedure there was a report of no cross and stent dislodgement, where the stent was replaced post-failure. Additional information was requested, however no further details were known. No patient complications were reported.